Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty to unwrapping the gripper line. It was reported that this was a mitraclip procedure to treat mixed etiology mitral regurgitation (mr) with a grade of 4. During the procedure, it was noted that the gripper line was tightly wound and tangled. The physician was unable to unwrap the gripper line with his hands. A hemostat was used to pry the gripper line from the lever and unwrap it. The grippers functioned as intended. There were no issues with subsequent gripper line removal. The mitraclip was successfully deployed. Mr was reduced to grade 1. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities. Review of the complaint history did not indicate a lot-specific quality issue. Although a definitive cause for the reported difficulty to unwrap the gripper line in this incident could not be determined, there is no indication of product quality issue with respect to manufacture, design or labeling.